Event description:
It was reported that a system error 345 occurred while delivering adenosine to a pt (programmed amount and delivery rate unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma's engineering investigation was unable to reproduce the reported system error 345. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive pump cam revolutions. At this time, the date of event is unk.